Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the battery longevity decreased from 11.5 years to six and a half years in approximately two year time period and a power consumption of 113%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the battery longevity decreased from 11.5 years to six and a half years in approximately two year time period and a power consumption of 113%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates this device has not been explanted and is scheduled to be replaced in (B)(6) 2022. Information provided indicates that the clinic has decided to perform remote follow ups to postpone the replacement procedure as the patient is not in good health condition. The patient will continue to be monitored.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the battery longevity decreased from 11.5 years to six and a half years in approximately two year time period and a power consumption of 113%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates this device has not been explanted and is scheduled to be replaced in (B)(6), 2022. Information provided indicates that the clinic has decided to perform remote follow ups to postpone the replacement procedure as the patient is not in good health condition. The patient will continue to be monitored. Additional information was received. A request was made to have data from this device analyzed again. Data analysis was performed, and a new safe replacement window was provided. The device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the battery longevity decreased from 11.5 years to six and a half years in approximately two year time period and a power consumption of 113%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates this device has not been explanted and is scheduled to be replaced in (B)(6) 2022. Information provided indicates that the clinic has decided to perform remote follow ups to postpone the replacement procedure as the patient is not in good health condition. The patient will continue to be monitored. Additional information was received. A request was made to have data from this device analyzed again. Data analysis was performed, and a new safe replacement window was provided. The device was explanted and replaced. No additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the battery longevity decreased from 11.5 years to six and a half years in approximately two year time period and a power consumption of 113%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates this device has not been explanted and is scheduled to be replaced in (B)(6) 2022 .